Manufacturer narrative:
(B)(4). Event occurred at a location different than that of the initial reporter: (B)(6). The customer's request for a log review for a reported free-flow of nipride could not be performed since no device, device logs, or device serial number was provided by the customer. The customer reported that the pump module and associated tubing were sent to biomed where they were tested and no free flow event could be replicated.

Event description:
The customer reported a free-flow event that led to the pt experiencing an acute hypotensive episode. The pt's nipride infusion had been stopped. The nurse reportedly detached the pump module from the pc unit with the set still loaded, but the roller clamp was not closed. The pt's blood pressure dropped to the 50's systolic and she required 2 liters of fluid, epinephrine and vasopressin. Once the pt's condition stabilized, the nurse noticed that the nipride "was free-flowing to the pt." It was turned off and the pt's condition returned to baseline. The pump and tubing were sent to biomedical engineering. The biomed tested the pump with new tubing and was unable to recreate a free-flow when the pump door was closed. The event set did not appear to have any issues. Although it was initially reported that the set and pump would be returned to carefusion for investigation, the customer discovered that the pump they had sequestered was not the one involved in the event. The serial number of the event device is not known and no devices will be sent for investigation.